Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had surgery as the catheter was leaking. The pump had contained hydromorphone. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted on: (B)(6) 2007, explanted on: (B)(6) 2011, (B)(4).